Manufacturer narrative:
Terumo has obtained the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. Pt code: 2199 - not labeled. Device codes: 1078, 886 - not labeled, 510 - labeled.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure the k-value failed to calibrate. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2010. Upon further investigation of the reported event, the following info is new and/or changed. (Follow-up report is due to additional information and device evaluation). The investigation confirmed the device was out of specification, which could have been caused by unstable storage conditions.